Event description:
It was reported that during a surgery, the drill stops working. The drill and handpiece were checked; drill did not work in the handpiece. The surgeon decided to use the manual instrument to complete the case. No patient injuries reported beyond this event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for evaluation. The navio handpiece had an issue where the drill would not work in the handpiece during a procedure on (B)(6) 2018. The initial visual/functional investigation found that the drill would no longer move back and forth in the handpiece. The snap lock was found to be broken, which would prevent the handpiece from properly moving the drill. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual (500054 rev. G) released at the time of the complaint provides no information regarding the broken snap lock nut. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to mechanical component failure.